Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that there are problems with all five sensors that were received. The customer indicated that the sensors would not connect to the transmitter and the cannulas are missing. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensors but customer disposed of four and only has one left. The customer indicated that they could no longer troubleshoot and was advised that the sensors would be replaced. No further information was provided.